Event description:
Patient was connected to medical air and not oxygen. We use piss (pin index safety system) flowmeters in the newer areas of the hospital and diss(diameter index safety system) flowmeters in the older wings. Either way you may not plug an oxygen flowmeter into an air outlet or vice versa. The nipple adapter that is used to attach a delivery device (e.g. Mask, nasal cannula) is the same size. We have green/yellow color coded nipples which are interchangeable. The problem arises when staff places the incorrect nipple onto the flowmeter and assumes that the nipple color denotes the delivered gas.